Event description:
Account reports incidents in which during code situations, an abbott safety needle is utilized, and during removal, the injection site separates. Rptr stated there was no adverse outcome to the pts attributed by the separations.